Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's device "doesn't work for them anymore." When asked for event date, caller stated, "it's been years." Caller suspected likely eos considering implant year of 2016. Agent suggested patient make follow-up appt with their managing healthcare provider (hcp). Of note, this call was made outbound, per request of hcit, who received call from patient rep and told them an agent would call them back. Patient also mentioned they wanted their niece to be called and explain MRI guidelines to them. 2025-mar-07 additional information was received from the patient. They reported that the device had not worked for a long time. Patient (pt) memory was not good so the doctor could heave told them different things to do and they didn't remember. The cause of the device not working was unknown. Pt was going to the bathroom all the time. It worked for a while when they were implanted then it didn't. At five years they wanted it taken out but doctor said it couldn't be seen so they waited. Patient had the device removed in (B)(6) 2025. It was unknown if the issue was cause by normal battery depletion. They have no idea as they were not told to keep up with the doctor. It was reported that the issue was resolved.